Manufacturer narrative:
Bathlift handset caught fire. No damage to property or persons. The orca bath lift is the same /similar to the rio bath lift which is manufactured and/or marketed by invacare in the u.s. The orca bath lift is manufactured by aquatec and is sold through an external distributor in the us, invacare has never sold this product anywhere in the us. The alleged incident occurred in (B)(6).

Event description:
Bathlift handset caught fire. No damage to property or persons. The orca bath lift is the same/similar to the rio bath lift which is manufactured and/or marketed by invacare in the u.s. The orca bath lift is manufactured by aquatec and is sold through an external distributor in the us, invacare has never sold this product anywhere in the us. The alleged incident occurred in (B)(6).